Event description:
In this event it was reported to another division of dentsply through an unrelated complaint questionnaire that in 2003 an x-tip created a hole that was so large that thin body impression material got in the hole and went into the mandible of a patient. The doctor reported that he had to remove bone to ensure no material remained in the jaw bone of the patient. The patient is reportedly "fine now."

Manufacturer narrative:
Because this event resulted in the need for medical/ surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is reportable in the us per 21 cfr part 803. The device is not available for evaluation and the lot number was not provided for retained product testing and/or DHR review.